Event description:
It was reported that a revision was performed to remove all implants.

Manufacturer narrative:
.

Manufacturer narrative:
Further information provided indicated that this report was filed in error. This is a duplicate complaint created in error. Refer to MDR 1020279-2015-00227.